Manufacturer narrative:
Explant was reported due to aortic regurgitation. The investigation found that the stent ring was deformed. Leaflets 1 and 3 were torn. Leaflet 3 contained a fold. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 23mm trifecta valve was implanted. On an unknown date, aortic regurgitation was observed. Re-do operation was recommended, however, the valve has not been explanted yet. The patient was reported to be in stable condition, and not currently hospitalized.